Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the implantable loop recorder (irl) displayed noise due to oversensing on the electrogram (egm). No patient complications were reported as a result of this event.